Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 270 ml. Flow rate: 2 ml/hr. Procedure: mandible surgery with graft taken from rib. Catheter placement: in chest. The initial intake noted the complainant indicated a no-flow condition. When the investigation was completed, I-flow was informed by the complainant on (B)(6) 2012 that this complaint was not a no-flow condition, but a fast flow condition. Therefore, complaint #(B)(4) was opened to re-investigate the previous complaint #(B)(4). It was reported the pump administered half the volume within 24 hours.

Manufacturer narrative:
Method - the actual device involved in the incident was evaluated. Flow rate accuracy and flow control tubing performance tests were conducted. The sample was received empty and used. It was refilled with saline to 270 ml (nominal fill volume) and the select-a-flow unit was set at 2 ml/hr (the flow rate reported by the initial reporter). Results - after 101.25 hours of testing (which is 75% of the infusion time for this sample's fill volume and flow rate), the pump flowed within specification. Each of the three flow control tubing lines were also tested at 1 ml/hr, 2 ml/hr, and 4 ml/hr. All three lines were found to be within specification. Conclusions - the customer complaint was not confirmed. The device was evaluated and the alleged user condition could not be duplicated. The cause of the user condition could not be determined. No failure was detected and the product ran within specification in all performance tests. The lot passes all specifications at the time of release. Although unconfirmed, the failure mode of fast flow is being further investigated. The investigation reference number is (B)(4). .